Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: enew1313c82e stent graft, implanted: (B)(6) 2011; enlw1616c82e stent graft, implanted: (B)(6) 2011; enlw1620c124e stent graft, implanted: (B)(6) 2011; enbf2313c166e stent graft, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.